Event description:
The info provided to sjm indicated a 29mm biocor valve was selected for a mitral valve replacement procedure in 2011. Degeneration of the valve was reported and it was replaced with a smaller 25mm epic valve (model: e100-25m, s/n: unk) in (B)(6) 2014.